Event description:
It was reported that a patient presented with low sensing r-waves on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was discharged following the procedure.